Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (date not provided). According to the complainant, during the procedure, the device was positioned inside of the patient at the papilla. However, the sphincterotome failed to bow when the physician actuated the handle. In addition, it was noted that "the cutwire was attached to the catheter as if he was sticked." The procedure was completed with a different device. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the ambiguity of the description of the device, that the "cutwire was attached to the catheter as if he was sticked", the most conservative interpretation will be reflected. Therefore, this will be considered a reportable event.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (date not provided). According to the complainant, during the procedure, the device was positioned inside of the patient at the papilla. However, the sphincterotome failed to bow when the physician actuated the handle. In addition, it was noted that "the cutwire was attached to the catheter as if he was sticked." The procedure was completed with a different device. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the ambiguity of the description of the device, that the "cutwire was attached to the catheter as if he was sticked", the most conservative interpretation will be reflected. Therefore, this will be considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, it was reported that the patient was over 18 years of age.(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the extrusion/working length was bent between the green bands at the distal tip and the extrusion at the distal pierce hole was melted/split. The exposed cutting wire appeared blackened/burnt from use. From an examination of the cutting wire and extrusion, it appears that the activated cutting wire melted/split the extrusion, elongating the distal pierce hole to approximately 13mm. The split extrusion caused the cutting wire anchor to slide proximally from the distal pierce hole and thereby altered the exposed cutting wire length to be shorter. A functional evaluation found that the device did not meet the minimum bowing specification due to the melted extrusion and shortened exposed cutting wire length. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. During manufacturing, the sphincterotome devices are 100% inspected, and the melted extrusion is likely due to customer handling/prep. The most probable root cause classification is operational context.